Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was under going an implant procedure for an advanced evaluation. It was reported that nothing was wrong with the lead, but the physician was unable to get the lead in due to unknown reasons. It was reiterated that the product was not defective. Possible contributing factors were that the patient had multiple surgeries. No intervention took place. There were no patient complications reported as a result of this event. Additional information was received from a manufacturer representative (rep). The rep clarified that no lead had been placed.